Manufacturer narrative:
(B)(4): at the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: what type of procedure was the device being used in? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? How was it confirmed that the anvil was free from the tissue prior to removing? Was the safety reset prior to removal? How was the procedure completed? Was there a change in the procedure? If yes, please explain. Was the post-op care changed for the patient? What is the current patient status? Additional information received: the patient has been discharged home.

Manufacturer narrative:
(B)(4).additional information: additional information received: case was a hartman reversal which went sideways. Product was used correctly 3/4 turn for removal, devise was rotated 90 and tried to snake out. Became an issue when tissue wouldn¿t release and it was apparent that it was stuck. Safety was reset after firing before removal. Hand stitched tear in rectum. No change in post opt care, patient has been released.

Event description:
It was reported that during use of the device for a bowel anastomosis, the device became stuck in the rectum. The users were unable to withdraw the device and it tore the rectum. No further information is known at this time.